Manufacturer narrative:
Other applicable components are: product ID: 37761, serial#: (B)(4), product type: recharger. Analysis of desktop charger, model: 37761, serial#: (B)(4) showed broken connector pins on the cable assembly.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that there was a broken connector pin. The pin broke off and is stuck in the implantable neurostimulator recharger (insr). Due to not being able to charge the implantable neurostimulator (ins), the ins is in discharge. The contact mentioned the patient is in a rehab facility after falling on (B)(6) 2016 and was in the hospital for a week or so. It is unknown if the fall affected the ins.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.